Event description:
It was reported that the user¿s ilet pump continued to deliver insulin after a low alert and required manual stopping, prompting concern about overnight hypoglycemia risk. Symptoms included low glucose. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included customer support outreach for troubleshooting and a blood glucose assessment. Investigation of this case revealed that the cause of the low glucose and continued insulin delivery was unclear, with no confirmed device malfunction identified from available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.